Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5101773. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was initially reported on (B)(6) 2021 that a skin reactions associated with the sensor patch occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On 06/30/2021, additional information was received from a voluntary event report. The reported stated that the patient experienced horrible reactions, itchiness, pain, irritation, and painful rashes that look like a chemical burns. They take over a month to heal and leave scars. Under the sensor patch. Hydrocolloid patches have been used previously with moderate success. No other details were provided. Although there was no documentation of medical intervention, the patient reported scarring from previous reactions. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.